Event description:
It was reported that during a gastric bypass procedure the surgeon fired the device with a black reload. When the surgeon observed the staple line the staples were malformed. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? Stomach at what location on the tissue? Bundle of hiss. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? After the initial firing. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Yes if so, which product? Seamgaurd. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?no after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.